Event description:
Pt had a 50cc iabp inserted on (B)(6) 2012. At 0530 on (B)(6) 2012 after logrolling the pt, complained of feeling poorly. Rn noted no pulse to right foot. X-ray demonstrated that balloon pump was 10 cm lower than images from prior day. Developed arterial thrombus just below the right knee.